Manufacturer narrative:
The account re-seated the head actuator connection to repair the bed. Possible loose connection on the head actuator cable.

Event description:
Info received indicates the bed has no head down function.